Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors/tdn were observed during control solution testing.

Event description:
A customer's husband reported that in 20 07, the customer obtained a reading of 5.6 mmol/l on her freestyle meter. The customer felt symptoms of hypoglycemia. The customer's husband tried to treat the customer with a sweet drink. The customer became unconscious. Emergency services were called and tested the customer using their meter. The result was out of range (low). The customer was taken to hospital. Two days later, a laboratory comparison test was performed. A reading of 12 mmol/l was obtained on the customer's meter compared to a laboratory reading of 6.7 mmol/l the meter did not show e3, e4 or a low battery icon. The customer uses an insulin pump. The customer takes medication for epilepsy and treated on a dialysis unit. The readings of 12 and 6.7 mmol/l were plotted against each other on a parkes error grid. The results fell in the 'b' zone showing the difference in readings not to be clinically significant.